Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. Since the device was not returned and the root cause analysis difficult. According to picture, it was found that the stent body was fracture. Based on complaint description and the picture, it is considered that stent body was fractured due to movement of organs. Investigation will be conducted once device is returned and if there is any update we will send follow-up report accordingly. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2016 - stent was implanted at distal oesophagus through to antrum of stomach. This stent was placed for post gastric sleeve leak and left in situ for 6 weeks. On (B)(6) 2016 - upon scheduled removal of the stent it was found to be in two pieces. It was eventually removed endoscopically from the patient without mucosal trauma.

Manufacturer narrative:
As a result of analysis of returned device, stent body was fractured and separated completely. The ek2215fnt2 is beta stent. Stent body is made of d-type cell and outer stent is made of s-type cell. Normally, the beta stent is implanted at cardias and it is possible to be fractured stent body due to shrinkage-relaxation of stomach. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. It is considered that after stenting, stent body was fractured due to patient's lesion status and shrinkage-relaxation of stomach. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2016 stent was implanted at distal oesophagus through to antrum of stomach. This stent was placed for post gastric sleeve leak and left in situ for 6 weeks. On (B)(6) 2016 upon scheduled removal of the stent it was found to be in two pieces. It was eventually removed endoscopically from the patient without mucosal trauma.